Event description:
After inflating the balloon inside the patient's blood vessel, the thrombus was removed, then the catheter was removed from the blood vessel while the balloon was inflated. Deflation of the balloon was attempted outside the blood vessel, but it did not deflate. Another catheter of the same size was used to continue removal of the thrombus. The procedure was successfully completed. No injury was reported to the patient.

Manufacturer narrative:
The device was returned for evaluation. During initial testing the balloon was unable to be inflated due to a blockage in the inflation lumen. The tip of the catheter was cut and the inflation lumen was inspected. An unknown, glue-like substance was observed blocking the inflation lumen. The lumen was cut again at the middle of the catheter length; the blockage was no longer present and fluid passed through the inflation lumen and out the location of the cut. The reported deflation issue was likely due to the inflation lumen blockage near the balloon area. The cause is due to a manufacturing process error. This lot passed the quality control testing during manufacturing and met acceptance criteria for release. Additionally, we have not received any other complaints of a similar nature for devices from this lot.